Event description:
It was reported that the patient had a revision because he continued to have significant pain in right hip. He continues to have significant pain in his right hip due to non bone ingrown cone body and underwent a revision on (B)(6) 2014.

Manufacturer narrative:
The reported device is an unknown cone body. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Not returned to manufacturer.